Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified with diffuse disease, distal left anterior descending artery. Predilatation was performed prior to the attempt to advance the 2.25x18 mm xience prime stent delivery system (sds) to the lesion; however, it would not cross due to the heavy calcification. The sds was retracted from the anatomy and additional predilatation was performed on the lesion. A second attempt was made to cross with the same sds using a dottering technique; however, the sds still would not cross. During retraction of the sds from the anatomy, heavy resistance was felt. The guiding catheter was repositioned so that it was more coaxial and another attempt was made to retract the sds; however, the stent implant dislodged from the balloon was floating in the left main stem. A snare device was used to capture and retrieve the dislodged stent which was able to be removed successfully. The procedure continued on with successful stenting with 3 non-abbott stents. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to advance and difficulty to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. In this case, it appears that the IFU deviation caused or contributed to the reported difficulties.